Event description:
It was reported that patient underwent total knee arthroplasty in 2008. During procedure, surgeon was unable to assemble the locking bar to the tibial tray component. An alternate locking bar was opened and used to complete the procedure.

Manufacturer narrative:
There have been no trends identified related to this type of event.